Event description:
Ref imp# (B)(4).

Manufacturer narrative:
The fracture of the condyle detected 1 week post op is unlikely device related. The surgery planned was revised and no anomaly was found in the case. The myknee cutting guide (B)(4) used during the surgery was mfg according to the plan.